Manufacturer narrative:
H6 correction: health effect - impact code should be 4628 - device repositioning rather than 4629 - device revision or replacement.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site and the ipg was moving in the pocket following weight loss. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was revised. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.